Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 123 mg/dl. The customer stated that the insulin pump might have been exposed to sweat and there was moisture behind the screen of the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to moisture damage on the keypad traces. No moisture damage found inside the device. The unit was received with cracked display window corner, reservoir tube lip, belt clip slot and minor scratched display window.